Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that the insulin pump may not be delivering the basal's properly. The customer's blood glucose is 467 mg/dl. The customer reported stomach pain, vomiting and body aches. The customer treated via manual injection. Troubleshooting was performed and the insulin pump will not be returning.